Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 10. 7 mmol/l. During troubleshooting the insulin pump was able to rewind without incident. However, the caller reported that there had been a motor position encoder error. The insulin pump was not returned for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self-test, unexpected restart error test, rewind, basic occlusion test, prime test, excessive no delivery test and displacement test. No motor position encoder error alarm in the history noted. Motor passed motor test. The insulin pump had cracked case at display window corners, minor scratched and cracked display window.